Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis cystic, menorrhagia, menometrorrhagia and uterine enlargement. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and cervicitis cystic ("reproductive system-chronic cystic cervicitis") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, psychological trauma and vaginal discharge outcome was unknown and the menorrhagia, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, weight decreased and cervicitis cystic had resolved. The reporter considered alopecia, blood disorder, cardiac disorder, cervicitis cystic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and weight decreased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014 and removed on (B)(6) 2014. (Discrepancy between insertion and removal dates). Discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2012. Plaintiff received treatment for psych injury, other injuries/symptoms. Discrepancy noted for essure confirmation test performed on (B)(6) 2012. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information added. Events: apareunia, dysmenorrhea, menorrhagia, blood/heart disorder, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, migraine, headaches, nausea, weight loss, reproductive system-chronic cystic cervicitis added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A36613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4, recurrent abortion (2 were sabs, 1 was an etp) and abortion of ectopic pregnancy (2 were sabs, 1 was an etp). Concurrent conditions included cervicitis cystic, menorrhagia, menometrorrhagia, uterine enlargement, back injury, hypertension, back pain, gerd, type 2 diabetes mellitus, situational anxiety and bell's palsy. Concomitant products included biotin and metformin since 2007. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/ migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and constipation ("constipation") and was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced anaemia ("blood disorder/ blood or heart disorder-anemic"), anxiety ("psych injury/psychological or psychiatric problems, condition: depression and anxiety"), cervicitis cystic ("reproductive system-chronic cystic cervicitis/chronic cystic cervicitis") and depression ("depression"). On an unknown date, the patient experienced gastrointestinal disorder ("gi conditions"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, female sexual dysfunction, anxiety, vaginal discharge and abdominal pain lower outcome was unknown, the dysmenorrhoea, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, weight decreased, cervicitis cystic, vaginal haemorrhage and constipation had resolved and the depression was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cervicitis cystic, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014 and removed on (B)(6) 2014 (discrepancy between insertion and removal dates) discrepancy noted for date of insertion previously reported as (B)(6) -2014 and now reporting as (B)(6) 2012 plaintiff received treatment for psych injury, other injuries/sympt. Discrepancy noted for essure confirmation test performed on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: medical records received: lot number added. Essure insertion date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4, abortion (2 were sabs, 1 was an etp) and abortion of ectopic pregnancy (2 were sabs, 1 was an etp). Concurrent conditions included cervicitis cystic, menorrhagia, menometrorrhagia, uterine enlargement, back injury, hypertension, back pain, gerd, type 2 diabetes mellitus, situational anxiety and bell's palsy. Concomitant products included biotin and metformin since 2007. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/ migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and constipation ("constipation") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced anaemia ("blood disorder/ blood or heart disorder-anemic"), anxiety ("psych injury/psychological or psychiatric problems, condition: depression and anxiety"), cervicitis cystic ("reproductive system-chronic cystic cervicitis/chronic cystic cervicitis") and depression ("depression"). On an unknown date, the patient experienced gastrointestinal disorder ("gi conditions"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on 26-mar-2014. At the time of the report, the pelvic pain, female sexual dysfunction, anxiety, vaginal discharge and abdominal pain lower outcome was unknown, the dysmenorrhoea, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, weight decreased, cervicitis cystic, vaginal haemorrhage and constipation had resolved and the depression was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cervicitis cystic, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014 and removed on 01-mar-2014 (discrepancy between insertion and removal dates) discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2012. Plaintiff received treatment for psych injury, other injuries/sympt. Discrepancy noted for essure confirmation test performed on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet received. Events abnormal bleeding (vaginal), depression, constipation, lower abdomen pain and the plaintiff did not undergo an essure confirmation test were added. Outcome for events abnormal bleeding (vaginal) and constipation were resolved and depression was recovering. Onset date of events were added. On 23-jan-2020: fu4 & fu5 were processed together. Medical records received. Reporter information and medical history were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A36613-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4, recurrent abortion (2 were sabs, 1 was an etp) and abortion of ectopic pregnancy (2 were sabs, 1 was an etp). Concurrent conditions included cervicitis cystic, menorrhagia, menometrorrhagia, uterine enlargement, back injury, hypertension, back pain, gerd, type 2 diabetes mellitus, situational anxiety and bell's palsy. Concomitant products included biotin and metformin since 2007. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/ migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and constipation ("constipation") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced anaemia ("blood disorder/ blood or heart disorder-anemic"), anxiety ("psych injury/psychological or psychiatric problems, condition: depression and anxiety"), cervicitis cystic ("reproductive system-chronic cystic cervicitis/chronic cystic cervicitis") and depression ("depression"). On an unknown date, the patient experienced gastrointestinal disorder ("gi conditions"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, female sexual dysfunction, anxiety, vaginal discharge and abdominal pain lower outcome was unknown, the dysmenorrhoea, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, weight decreased, cervicitis cystic, vaginal haemorrhage and constipation had resolved and the depression was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cervicitis cystic, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014 and removed on (B)(6) 2014 (discrepancy between insertion and removal dates) discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2012. Plaintiff received treatment for psych injury, other injuries/sympt. Discrepancy noted for essure confirmation test performed on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A36613-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4, recurrent abortion (2 were sabs, 1 was an etp) and abortion of ectopic pregnancy (2 were sabs, 1 was an etp). Concurrent conditions included cervicitis cystic, menorrhagia, menometrorrhagia, uterine enlargement, back injury, hypertension, back pain, gerd, type 2 diabetes mellitus, situational anxiety and bell's palsy. Concomitant products included biotin and metformin since 2007. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia inability to have sexual intercourse"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/ migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding vaginal") and constipation ("constipation") and was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced anaemia ("blood disorder/ blood or heart disorder-anemic"), anxiety ("psych injury/psychological or psychiatric problems, condition: depression and anxiety"), cervicitis cystic ("reproductive system-chronic cystic cervicitis/chronic cystic cervicitis") and depression ("depression"). On an unknown date, the patient experienced gastrointestinal disorder ("gi conditions"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, female sexual dysfunction, anxiety, vaginal discharge and abdominal pain lower outcome was unknown, the dysmenorrhoea, menorrhagia, anaemia, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, weight decreased, cervicitis cystic, vaginal haemorrhage and constipation had resolved and the depression was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cervicitis cystic, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014 and removed on (B)(6) 2014. (Discrepancy between insertion and removal dates) discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2012. Plaintiff received treatment for psych injury, other injuries/sympt. Discrepancy noted for essure confirmation test performed on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure was inserted on (B)(6) 2014 and removed on (B)(6) 2014 (discrepancy between insertion and removal dates). Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.